Event description:
It was reported that the patient presented for a right atrial lead replacement procedure due to lead malfunction. The patient reportedly had prior radiation therapy to the right lung resulting in right phrenic paralysis. His pulse generator was set to aai pacing in (B)(6) 2018. The atrial lead exhibited intermittent reduced sensing and the right atrium was noted to be diffusely diseased. The patient presented for an atrial lead revision and a right ventricular lead placement. During the procedure, it was noted that there was extensive scarring on the right atrium caused by prior chest radiation therapy. It was described as almost an atrial stand still. The right ventricular lead was placed in position successfully at the low to mid septal position to accommodate for hyperdynamic cardiac state. The patient tolerated the procedure well and there were no immediate complications. The patient was not pacemaker dependent.

Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. Analysis was normal. Lead damages were consistent with procedural damage. No anomalies were found.